Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was inspected and there was no missing o-ring on the reservoir tube, no moisture found on the electronics assembly and no moisture found on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 566 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for moisture damage was performed. Customer advised the reservoir leaked onto the insulin pump. Customer advised there was fluid inside the reservoir compartment. Customer advised the leak occurred from the o-rings. Customer performed the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.